Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2010 due an incident of diabetic ketoacidosis. The patient performed a site and set change on (B)(6) 2010. The patient woke up on (B)(6) at 9:00 am with a blood glucose 200 mg/dl. The patient went to work but became ill and was brought to the hospital at 3:00pm with high bg's, large ketones and vomiting. Upon admit, his blood glucose was 500mg/dl. He was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.